Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that "patient presented with femoral and acetabular pain. Doctor states both components are loose". A 56 mm titanium cluster shell, 36mm x3 liner, 36mm v40 biolox head, and accolade ii 8, 127° stem were revised. Primary surgery took place at an unknown facility with an unknown surgeon. Rep reported no additional information is available.